Event description:
It was reported that a clinical study evaluating the boston scientific rhythmiq algorithm capability to reduce inappropriate ventricular pacing was performed involving an 80-year-old woman that was implanted with a dual chamber pacemaker due to pre-syncopal episodes associated with transient ii degree atrioventricular block type 1 and 2:1. The results of this study showed that the patient suffered severe asthenia and bradycardia as the rythmiq algorithm did not switch modes because of loss of atrioventricular synchrony does not represent a switching criterion on the algorithm and it is not even recognized by the device. In conclusion, the clinical study suggests potential enhancing considerations for the rhythmiq algorithmic approach to reduce the risks of inadequate mode switches. The pacemaker involved in the study remains in service with the rhythmiq feature off and no additional adverse patient effects were reported.